Manufacturer narrative:
Sent to FDA: unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was found. Performed functional tests. No faults found with the pump, the pump passed. Error history log review found an am high alarm displayed: cassette not attached alarm. The root cause was unable to determine since no faults with the pump. Actions were taken to mitigate the reported issue: the down stream occlusion pump was replaced as a preventative measure.

Event description:
It was reported that unable to calibrate the device. No patient injury was reported.